Event description:
It is reported that the patient was revised due to pain. During the revision, the surgeon found the hinge post to be broken and wear on the anterior portion of the hinge mechanism bushing on the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.